Event description:
Perforation, high threshold and chest pain were reported. The lead was explanted two days post implant. No further patient complications have been reported as a result of this event.

Event description:
Perforation, high threshold and chest pain were reported. The lead was explanted two days post implant. No further patient complications have been reported as a result of this event. It was further noted that the lead was returned due to a 'product performance issue.'

Manufacturer narrative:
Evaluation summary: no anomalies were found; full lead was returned for analysis.